Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated serial cables for two dell handheld vns computers were frayed; preventing the handheld computers from functioning properly. The reporter indicated the cords were kept wrapped tightly around the handheld computers, likely causing the cords to fray. The serial cables have not been returned.